Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 300 mg/dl and 400 mg/dl (2 hours later) while wearing the pod between 4 and 24 hours. Patient's mother realized the cannula had dislodged from the infusion site (arm). Small ketones were also present. As treatment, mother consulted doctor by phone and delivered a correction as advised. A new pod was also applied.